Manufacturer narrative:
(B)(4). Concomitant medical products: 00584202208, articular surface size 2 8 mm, unknown; 00584201301, femoral component high flex precoat, unknown. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to tibial component subsidence. Additionally, it should be noted that the patient has osteoporosis of the tibia. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the package insert for the unicompartmental knee, insufficient bone stock on femoral or tibial surfaces and osteoporosis are contraindications of use. As it was reported that patient has osteoporosis of tibia, the root cause was determined to be patient's condition (osteoporosis). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant devices - zimmer unicompartmental knee articular surface 8mm size 2 catalog #: 00584202208 lot #: 63405297, zimmer unicompartmental knee high flex precoat femoral component size c catalog #: 00584201301 lot #: 63357689.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to pain and tibial component subsidence. Additionally, it should be noted that the patient has osteoporosis of the tibia. Attempts have been made and additional information on the reported event is unavailable.